Event description:
As reported by the user facility: attachment with record of various air in line and occlusion events over a two (2) week period was received. There is no identifying product information on any of the attachments. There were three events where the patient's blood pressure dropped. Event 2.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). Further investigation of this incident could not be performed due to no sample return or logs provided. Although a sample was not received at the time of the complaint issuance, b. Braun has identified a sporadic occurrence of potentially false down- and upstream pressure alarms which are caused by the upstream occlusion pressure sensor of the infusomat® infusion pump. Our investigations have shown that an isolated batch of upstream occlusion sensors built in the following serial numbers of pumps may deviate from their technical specification. An approved project is in place to address the reported issue with the occlusion pressure sensor used in the infusomat® infusion pump.